Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead triggered the lead safety switch on the device. In a review of daily measurements the had been one pacing impedance measurement that was 1,300 ohms. The lead safety switch was reset. Testing was performed in bipolar configuration by performing pocket manipulations and isometrics. No out of range measurement could be reproduced. Pacing threshold measurements remained stable. The patient is not pacemaker dependent. There were no plans for additional intervention at this time. To date, there have been no adverse patient effects reported.